Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on 2017-oct-12. (B)(4) added to reflect the information received on 2017-oct-12 if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2017-oct-12. It was reported that the catheter was displaced. The patient was seen at the ER and a hole in the catheter and an infection were observed. The infection was treated but the pump was not touched. The patient reportedly had lost the use of their legs and had been to the ER 3 times. The consumer noted that they could not get a hold of the managing hcp as they are located in (B)(4) which is being affected by wildfires. The consumer requested hcp listings. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and degen disc disease/herniated disc pain. The healthcare provider reported that the patient had been having a lot of issues with their pump. The patient recently had to go to the ER (emergency room) because there was large swelling on the side where the catheter entered the spine. Per the healthcare provider they had performed a CT scan and found there was a leak in the catheter. The healthcare provider also reported there was a granuloma as well which may have to do with the pharmacy that mixes the drug. The healthcare provider stated they are planning on replacing the catheter but at the time of the report there was no set date yet. The patient was experiencing pain. The patient previously had morphine in their pump but was experiencing terrible headaches and it got worse so they changed it to dilaudid. The patient was currently taking orals as well. No further patient complications were reported.